Event description:
The event is reported as: staples not forming properly. No injuries reported.

Manufacturer narrative:
Evaluation method: other ¿ picture of device was used for sample evaluation. Results: other ¿ picture provided shows staples were not forming properly. The root cause is listed as manufacturing processes. Conclusion: other ¿ (B)(4) was opened to address the issue of staples not forming. A follow up report will be filed if additional information is received.